Event description:
It was reported that the right ventricular (rv) lead pacing impedance of this implantable cardioverter defibrillator (ICD) system was high out of range with a value of 1960 ohms. It was also reported that the rv pacing threshold was high. The rv lead is a non-boston scientific product. Technical services (ts) provided suggested troubleshooting including further monitoring. No adverse patient effects were reported. Currently, this ICD system remains in service.